Event description:
It was reported that during a peripheral artery treatment procedure, guidewire entrapment occurred. The target lesion was located in the severely calcified, 8cm in length, 4 to 5mm in diameter, mix morphology, superficial femoral artery. This .014mm journey guide wire was select along with a jetstream. An attempt was made to advance the device over the guide wire; however, it would not advance on the guide wire and it felt like it was getting caught on the guide wire. The device was exchanged for a non-bsc guide wire and the device would not advance. They removed the guide wire and the device completely from the body and abandoned the treatment. It was further reported that a 3.5 x 100 unspecified balloon catheter was used to dilate the lesion and decided to attempt treatment again at a later date. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).